Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a re-do atrial fibrillation ablation, a tamponade occurred. After mapping the left atrium, the movement of the was checked via x-ray and it was noticed at that that time that the heart was not moving and the patient went into cardiac arrest. An ultrasound revealed a tamponade had occurred in the left atrial appendage. Initially, a pericardiocentesis was performed to remove the blood, however. This was not successful and the patient was taken to cardiac surgery. It was thought that the tamponade occurred during transseptal puncture. The patient is stable and recovering. There were no performance issues with any abbott devices.